Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; faulty scope socket / scope communication error (b30); lamp had 500 or more hours. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited a faulty scope socket / scope communication error (b30). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the device evaluation found the reported findings. Based on the results of the investigation, it was confirmed that b30 error was displayed due to faulty output connector, and the front panel blinked constantly because the scope detection slide switch did not work. Thus, we surmised that the front panel continued to blink because the scope could not be recognized due to faulty scope detection slide switch, which was an internal part of the output connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: not applicable because there was no evidence that the defect was caused by user misuse. Olympus will continue to monitor the field performance of this device.